Event description:
It was reported that a patient suffered an allergic reaction following the administration of iv3000 and tausolock. Apart from the usual symptoms of an allergic reaction causing distress, there was no harm caused. Paramedics gave her an antihistamine and took her into the local hospital for 2 hour monitoring.

Manufacturer narrative:
As of today, no product return for this complaint has become available so the investigation has been passed to a medical specialist for comment. A device history review was not possible as no batch number was provided. The medical review summarized the following. Insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, the concomitant use of iv3000 and taurolock (believed to be taurolock¿) cannot be ruled out as a possible contributing factor. The allergic reaction (patient impact) was reportedly resolved after administration of antihistamines. No further medical assessment is possible at this time.